Manufacturer narrative:
Section a2, a3, a4, and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6b: explant date: not applicable - lens remains implanted; therefore, not explanted. Section e1: telephone number: (B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during a post-operative examination following implantation of a preloaded intraocular lens (iol) in the patient's eye, the surgeon noticed a piece of material resembling a suture entering the eye after the trailing haptic. The surgeon removed the piece with forceps. The ophthalmic viscosurgical device (ovd) used was discovisc. The iol was placed in the bag without any problems. The patient was checked post-operatively with no issues identified. The patient has fully recovered. No further information was provided.